Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/23/2013 with the following findings: the keypad cover was found to be torn over the ok button. The complaint of the ok keypad button responsiveness was not able to be duplicated; all buttons responded appropriately. There was evidence of contamination found under the contrast key contacts. Unrelated to the complaint, evaluation revealed moisture in the battery compartment. A leak test revealed a battery compartment leak and crack. The pump case was opened and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok button was not responding appropriately. It was also noted that the tactile changes occurred prior to the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.